Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012399238); product type: 0195-heart valves; implant date: non-implantable device product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date product ID d-evolutfx-2329 (lot: 0012399234); product type: 0195-heart valves; implant date: non-implantable device product ID l-evolutfx-2329 (lot: 0012397883); product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of this transcatheter bioprosthetic valve, after the valve was deployed, the delivery catheter system (dcs) was withdrawn; however, the nose cone caught on the paddle of the valve causing it to dislodge. Subsequently, a second valve was implanted in the annulus. Additional information was received to report vascular access was achieved via the right transfemoral approac; a pre-implant balloon dilation was performed and a non-medtronic (safari xs) guidewire was used. The valve was implanted within the native valve annulus. The cuspal overlap technique was used and the dcs was centered within the inflow portion of the valve frame before slowly withdrawing the dcs, despite this, the nose cone of the dcs caught the valve paddle on the lesser curvature side. Additional information was received that an aortic dissection occurred on the same day as the valve implant. No treatment was reported.

Event description:
It was reported that during the implant procedure of this transcatheter bioprosthetic valve, after the valve was deployed, the delivery catheter system (dcs) was withdrawn; however, the nose cone caught on the paddle of the valve causing it to dislodge. Subsequently, a second valve was implanted in the annulus. Additional information was received to report vascular access was achieved via the right transfemoral approach; a pre-implant balloon dilation was performed and a non-medtronic (safari xs) guidewire was used. The valve was implanted within the native valve annulus. The cuspal overlap technique was used and the dcs was centered within the inflow portion of the valve frame before slowly withdrawing the dcs, despite this, the nose cone of the dcs caught the valve paddle on the lesser curvature side. Additional information was received that an aortic dissection occurred on the same day as the valve implant. No treatment was reported. Additional information was received to report the cause of the aortic dissection was not clear; however, a dcs may have contributed to it. Approximately one month, three weeks following the valve implant procedure, the patient developed a cerebral/spinal hemorrhage. No further details were provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.